Event description:
It was reported that withdrawal difficulties were experienced during a cryoplasty procedure. The stenotic lesion was located in the right arteria femoralis superficialis. The physician advanced the .035 - 4x60mm polarcath balloon catheter to the lesion and completed a treatment cycle. During removal from the patient, the physician was unable to withdraw the balloon catheter over the guidewire. The device and guidewire were withdrawn as one unit. There were no patient complications. The procedure was successfully completed with another .035 - 4x60mm polarcath balloon catheter. Patient status is reported as "stable".